Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 141 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump was reset. It was also reported that the date was incorrect after pump reset. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.